Manufacturer narrative:
The device history record was examined for the subject device. There were no problems observed during the manufacturing or testing noted in the DHR. The device labeling was reviewed and found to be suitable and adequate for the device to perform its intended use. The most likely reason that caused burns is that user didn't follow the instructions in the user manual, user didn't clean skin surface over which electrodes are placed

Event description:
Per the customer, a patient has been burned with the tens unit. Now they are afraid to use the device. It appears the end-user hd the electrodes more than 6" apart from one another. He was using if-2p with the electrodes 8" apart. End-user states the patient received 2nd degree burns and has filed a lawsuit against him. The burn occurred on the neck, and appeared right away.